Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate tachy therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). Over three episodes, seven bursts of anti-tachycardia pacing (atp) and eight shocks were delivered. Therapy was exhausted, and the rhythm after each shock was unchanged. This ICD system remains in service. Technical services (ts) discussed troubleshooting options and programming considerations. No additional adverse patient effects were reported.